Event description:
The procedure was to treat a long, 90% stenosed, de novo lesion with no tortuosity and heavy calcification in the proximal and mid left anterior descending artery (mlad). Pre-dilatation with a 2.5 mm balloon in distal lesion. Pre-dilated proximal lesion however balloon was not expanding as stenosis remained. Pre-dilatation was performed with a nc trek 3.5 mm to prepare the lesion and a dissection was observed after deflation; residual less then 40%. Oct was used to size the vessel. The lesion has been treated with two absorb scaffolds, a 3.0x28 mm proximally and a 2.5x18 mm distally inflated to 12 atmospheres with an overlap; deployment pressure was maintained for 30 seconds. There was easy insertion of the two absorb scaffolds to the lesion site. Oct was performed to assess the apposition. Post-dilatation was performed only in the absorb 3.0 mm with a nc trek 3.25 mm balloon catheter at 16 atmospheres. Also, a nc trek 3.5 mm balloon catheter was used for post-dilatation into the proximal part of the 3.0 for 40 seconds at 12 atmospheres. There was good apposition and the result of the both scaffolds was confirmed by oct, except for some plaque protrusion observed in the proximal scaffold. There was 20% stenosis after procedure completion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Three hours post procedure, the patient had st segment elevation and chest pain and had an anterior myocardial infarction in the lad. The two absorb scaffolds had thrombosed; there was thrombus along both absorb scaffolds. The thrombus was removed using an aspiration catheter and then a non-abbott 26 mm drug eluting stent was deployed to treat the distal segment of the lesion over the absorb scaffold. The proximal lesion was okay and did not require stenting. The patient was switched to plasagril and was discharged 4 days later. The patient is fine and doing well now. The customer reported the device was discarded. A follow-up report will be submitted with all relevant additional information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. A review of the cine confirmed the reported dissection after several inflations with the nc trek balloon. The patient effect of vessel dissection is listed as a known adverse event in the nc trek instruction for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.